Event description:
Hcp reported he found significant swelling eventhough an xray looked normal. He found a crack where the pump and catheter are connected and felt it was probably leaking from the beginning. "This was a small hospital and they do not have pumps or repair kits. Dr. Did some type of repair on his own." He felt this was a reasonable fix. The patient was given antibiotics for 24 hours after the procedure. The patient is reported to be doing fine right now. No withdrawal symptoms were noted. If problems recur, they plan to replace the pump.